Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only the connector end of the lead was received for analysis. Final analysis found that the insulation was abraded at 16.1 cm to 16.3 cm from the connector pin, exposing the outer coil, due to friction to the device can.